Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that the device was not working or not charged. The reason for it not working or not charged was unknown at the time of the call. The patient information and device information was unknown at the time of the call. No patient symptoms reported.

Event description:
On 2016-10-18 lfc/telph/e1 (hcp,rep) information was received from a health care provider (hcp) regarding an implantable neurostimulator (ins). The hcp stated that the patient had the device explanted on (B)(6) 2016. The representative was also asked about MRI guidelines, but couldn't confirm because of the device being dead. The reason for explant was an overdischarged battery. The patient tried to do the jump charge but couldn't do so.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.